Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the plunger of the quick connect guide has fractured at the tip. The spring and the tip of the plunger were not returned. The ball bearing is stuck in the thru-hole of the guide. Device history record was reviewed and no discrepancies were found. The root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the tip of the quick connect guide handle fractured while detaching the handle, sizer and the pin. Post surgery x-ray revealed no metal fragments inside the patient's body. Attempts have been made and additional information on the reported event is unavailable.